Event description:
Anticipated incident - required intervention. This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 04-aug-2016 which refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) on (B)(6) 2010. Shortly after undergoing the essure procedure, an hsg test was performed and plaintiff was advised that her coils were properly placed. However, plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including chronic pelvic pain, pain during intercourse, excessive hair loss, a rheumatoid arthritis diagnosis, and chronic fatigue. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. On or around (B)(6) 2016, she underwent a hysterectomy to have the essure coils removed. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and had chronic pelvic pain and was diagnosed with rheumatoid arthritis. Five years and 8 months later, she underwent a hysterectomy to remove essure coils. Pelvic pain is listed while rheumatoid arthritis is unlisted in the reference safety information for essure. Considering that essure therapy may cause pelvic pain, considering that she did not experience this pain prior to essure procedure and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. On the other hand, considering that rheumatoid arthritis is a chronic inflammatory disorder and given that essure has only a localized mechanical action in the fallopian tubes, it is unlikely that essure could trigger the onset rheumatoid arthritis. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
Follow-up received on 12-set-2016. Quality-safety evaluation of ptc: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and had chronic pelvic pain and was diagnosed with rheumatoid arthritis. Five years and 8 months llater, she underwent a hysterectomy to remove essure coils. Pelvic pain is listed while rheumatoid arthritis is unlisted in the reference safety information for essure. Considering that essure therapy may cause pelvic pain, considering that she did not experience this pain prior to essure procedure and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. On the other hand, considering that rheumatoid arthritis is a chronic inflammatory disorder and given that essure has only a localized mechanical action in the fallopian tubes, it is unlikely that essure could trigger the onset rheumatoid arthritis. This case is regarded as incident since device removal was required. Based on the product technical complaint analysis, there is no relationship between the reported events and a quality defect. Further information will be obtained through litigation process.